Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported after the iol was delivered in the bag, a very clearly marking / a scratch was observed in the middle of the lens. The lens has been cut for removal from the patient¿s eye. The replacement lens was used. No patient harm reported, symptoms resolved. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol returned in three pieces in the lens case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other is intact. The optic is cut in half and scratched/marked-rejectable. The product investigation could not identify a root cause for the reported complaint ¿a very clearly marking / a scratch was in the middle of the lens¿. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried both surfaces of the optic and haptics and how it was returned in three pieces. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).